Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "no characters displayed on liquid crystal display". Evaluation revealed a white screen display. The input/output printed circuit board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no characters displayed just blank. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.